Manufacturer narrative:
During inspection and testing of the device, service confirmed the device generated an alarm after start-up due to a defective pressure sensor circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was flashing and displaying an error message while powering up. The reported problem was found after successful completion of an abdominal surgical procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the circuit board could not be determined. Olympus will continue to monitor field performance for this device.